Event description:
During the atrial fibrillation procedure, when the catheter connected to the tactisys, the contact force would not display and could not be zeroed. The status light of the tactisys was turned to flashing red. The catheter was reconnected and the tactisys was power cycled with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.